Manufacturer narrative:
Additional mdrs from this article: 3025141-2019-00022: case 1, 3025141-2019-00023: case 2, 3025141-2019-00024: case 3, 3025141-2019-00025: case 4, 3025141-2019-00026: case 5, 3025141-2019-00027: case 6, 3025141-2019-00028: case 7, 3025141-2019-00030: case 9, 3025141-2019-00031: case 10.

Event description:
Patient with scaphoid non-union was treated with an acurak screw. The acutrak screw was removed because of symptomatic screw prominence. Case 8. From: "comparison of herbert and acutrak screws in the treatment of scaphoid non-union and delayed union. Gregory, jonathan j., mohil, randip s., ng, aaron b., warner, james g., hodgson, stephen p. Acta orthop. Belg., 2008, 74, 761-765."